Manufacturer narrative:
This cypher stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher stent delivery system. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the physician experienced difficulty crossing a lesion with a cypher crb18350 and he also experienced friction with the guiding catheter. The physician used two atw wires to conduct a balloon angioplasty with 2 unk balloons; a 2.5 x 20 mm and a 2.0 x 20 mm balloon in the left anterior descending coronary artery (lad) and the left circumflex (lcx). The target lesions were eccentric with 80% stenosis and a type c classification. Cypher crb 23300 successfully crossed the lcx but cypher crb18350 failed to cross the lesion. Additionally the physician reported friction when he inserted the cypher crb18350 into the guiding catheter. He also noted that the tip of the cypher was torn.